Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted two unopened (with original packaging), foley catheter trays. Visual inspection of the sample noted prior to opening trays iodine leakage is present for both trays as it stained along the sterile field in packaging. Opened both trays and openings were present on iodine pkgs that would cause iodine to leak all throughout packaging. No sharps present that would have led to leakage. This does not meet specification per which states " no tears, jagged cuts, rough edges, delamination, or any other defects, which affect the appearance of the packet, are permitted". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: do not use ointments or lubricants having a petrolatum base on catheter. They will damage latex and will cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Open csr wrap to form sterile field and place underpad beneath patient, plastic side down. 2. Put on cuffed gloves and position drape on patient. 3. Pour cleansing solution onto three prep balls. 4. Open catheter lubricating jelly. 5. Remove top tray and open plastic pouch surrounding catheter. 6. Lubricate catheter. 7. Prepare patient with saturated prep balls. Dry patient with remaining 2 prep balls. 8. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10cc). 9. Position hanger on bed frame near the foot of the bed and use sheeting clip to secure drainage tube to draw sheet. 10. To empty bag: open - with thumb on top of device and finger under green lever, lift and rotate counterclockwise. Close - with thumb on green lever and finger on lever support bar, rotate lever clockwise. 11. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. 12. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Tamper-evident seal disconnect instructions: if necessary to disconnect catheter and drainage tube connector, flex catheter as illustrated, grasp tab and slowly pull along perforations until section is removed. Directions for using bard ez-lok sampling port: bard ez-lok sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a liquid broke open in the packs of foley tray.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a liquid broke open in the packs of foley tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a liquid broke open in the packs of foley tray.